Event description:
It was reported that there was left ventricular lead displacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: c154dwk bi-ventricular defibrillator 2007-(B)(6); 6948 implantable tachy lead 2007-(B)(6). (B)(4).